Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the issue resolved and customer successfully filled the existing cartridge with the original needle. Customer¿s blood glucose level was 204 mg/dl.